Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose (bg) level was "high"; however, a specific value was not provided. The customer administered a manual injection to address bg level, and continued to use manual injections for insulin therapy.